Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros tropi es results were obtained from a single patient sample and a vitros bsa 7% fluid using vitros tropi es reagent pack lot 2700 processed on a vitros eci immunodiagnostic system (s/n (B)(4)). A definitive assignable cause could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Based on historical quality control results, a vitros tropi es lot 2700 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2700 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer is not adhering to the sample collection device manufacturer¿s recommendations. It is possible that cellular debris due to poor sample preparation was present in the affected sample, although this could not be confirmed. Additionally pre-analytical sample contamination cannot be ruled out as the customer is not following the recommended schedule for cleaning of the sample trays or the protocol for loading of sample tips. It is possible that dried fluid from quality controls or patient samples from dirty sample trays or contaminated gloves are causing contamination of the samples prior to testing, although this could not be confirmed.

Event description:
The customer observed non-reproducible, higher than expected troponin I results obtained from a single patient sample and a vitros 7% bsa fluid sample using vitros troponin I es (tropi es) reagent on a vitros eci immunodiagnostic system. Patient sample 0.071 ng/ml versus expected result of <0.012 ng/ml vitros 7% bsa fluid result 0.060 ng/ml versus expected result of <0.012 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected tropi es results were not reported from the laboratory. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint number (B)(4)/ qerts record ID (B)(4). This report is number two of two 3500a forms filed for this event, as two devices were involved.